Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor arm cannot communicate with the main arm error. The customer blood glucose level was 156 mg/dl at the time of incident. The customer was reported that the self test was passed on insulin pump. The insulin pump will not be returned for analysis.